Event description:
It was reported by the physician that t-wave oversensing was observed in the patient's home monitor data transmission. The lead remains in use. There were no patient complications reported as a result of this event. It was further reported that the patient showed an increase in t-wave amplitude leading to t-wave oversensing during activity. The doctor feels that this is due to ischemia during activity, and that the t-wave oversensing is causing numerous non-sustained ventricular tachycardia episodes. The doctor was not comfortable raising the sensitivity any higher so he will see what he can do medically to prevent the t-wave amplitude increase. The lead remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the physician that t-wave oversensing was observed in the patient's home monitor data transmission. The lead remains in use. There were no patient complications reported as a result of this event.